Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high impedances greater than 2,000 ohms and loss of capture in all configurations. It was noted that the patient's clinic had been aware that impedances had been high for approximately three months, and a fracture was suspected. A revision procedure was performed and the lead was surgically capped and abandoned. No adverse patient effects were reported.